Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The caused was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (dose, route and frequency were not reported) and meropenem (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information was provided because the reporter declined follow up.

Manufacturer narrative:
Additional information: on an unreported date, the patient began treatment with dianeal pd4 2.5% 2l therapy for esrd. Should additional relevant information become available, a supplemental report will be submitted.